Manufacturer narrative:
510k: this report is for an unknown dhs/dcs construct/unknown lot. Part and lot number are unknown; UDI number is unknown. Date of implantation is an unknown date between 1995 and 2003. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: bartonicek j, fric v, skala-rosenbaum j, dousa p (2007), avascular necrosis of the femoral head in pertrochanteric fractures a report of 8 cases and a review of the literature, j orthop trauma, volume 21, number 4, page 229-236, (czech republic). The purpose of this article is to present the authors¿ experience in 8 cases of avascular necrosis of the femoral head in postoperative pertrochanteric fractures and compare those patients with the data in the literature. Between 1995 and 2003, 8 patients with pertrochanteric fractures who underwent treatment and developed avascular necrosis of the femoral head were included in the study. There were 6 women and 2 men with a mean age of 68 years (range, 52¿ 78 years). 5 of these patients were implanted with an unknown synthes 135 degree dynamic hips screw plate 4-hole. Meanwhile, 3 other patients were implanted with competitor¿s devices. All fractures in these 8 patients healed without complications in 3 to 4 months. Avascular necrosis of the femoral head developed 4 months to 4 years after the operation. Complications were reported as follows: patient 1, a (B)(6) year-old female had an avascular necrosis of the femoral head (sugano type ii) at 4 months postoperatively. The necrosis was treated by total hip arthroplasty. Patient 3, a (B)(6) year-old female had an avascular necrosis of the femoral head (sugano type iii) at 36 months postoperatively. The necrosis was treated by total hip arthroplasty. Patient 5, a (B)(6) year-old female had an avascular necrosis of the femoral head (sugano type ii) at 7 months postoperatively. The necrosis was treated by total hip arthroplasty. Patient 7, a (B)(6) year-old male had an avascular necrosis of the femoral head (sugano type ii) at 48 months postoperatively. The necrosis was treated by total hip arthroplasty. Patient 8, a (B)(6) year-old male had an avascular necrosis of the femoral head (sugano type ii) at 18 months postoperatively. The implant was removed because of symptoms of nonspecific pain and the patient sustained a subcapital fracture of the femoral neck 1 week after removal of the implant. Radiographs taken after the implant removal showed discrete signs of avascular necrosis of the femoral head. The necrosis was treated by total hip arthroplasty. This report is for an unknown synthes 135 degree dynamic hips screw plate 4-hole, unknown synthes dynamic hip screw lag screw, and unknown synthes screws. This is report 1 of 5 for (B)(4).